Event description:
It was reported that during a full supply change the connector piece for a contact detach steel infusion set would not rotate and lock properly, preventing attachment, after which the user replaced the connector with another unit that locked as intended; blood glucose was unaffected and there were no alerts or alarms. Customer care provided support that included connector replacement logistics. Investigation of this case revealed a suspected mechanical fit or engagement issue with the connector component, resolved by replacing the connector piece, suggesting a component-specific malfunction rather than a systemic device issue. No adverse clinical effects reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction of the connector piece with user retraining provided as a preventive measure.